Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1blbt, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the device still didn't work the way it should. The patient went in and the wiring was replaced and the device was put a little deeper because the patient was a thin-skinned person. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.